Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient was advised to reset the receiver and call back if the issue persisted. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).